Manufacturer narrative:
Results: there was no visible damage to the exterior of the penumbra system aspiration pump max 110 (pump max). The pump was powered on and was able to reach a full vacuum. The pump was run for 30 minutes without issue. Conclusions: evaluation of the returned device revealed that upon powering on, the pump could reach a vacuum pressure within specification. In addition, no burning smell was observed by the penumbra investigator. The pump functioned as intended, and the root cause of the complaint could not be determined. These devices are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the pump max was not producing enough vacuum and emitted a smell. The physician turned off the pump max and completed the procedure by manual aspiration using a syringe. There was no report of an adverse effect to the patient.